Event description:
Info received that the brake caster would lock and hold, but would rotate if pushed on side. No injury reported.

Manufacturer narrative:
Technician found the brake caster would lock and hold, but caster would rotate if pushed on side. Replaced all brake casters to resolve this issue.